Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: 4.0.2 operating system: bp4a.251205.006.s918usqs7fze3 hardware: sm-s918u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that patient visited hcp (healthcare provider) due to high blood glucose levels that reached 496 mg/dl while wearing the pod between 1 and 4 hours. Patient reported that she visited hcp instead of ER on unspecified date as pod was leaking and not working. The patient reported symptoms including dizziness, hyperglycemia, and shaky hands. No diagnosis was reported. Patient stated hcp treated her by administering insulin and monitoring for 2 hours, at which time glucose levels came down. Patient was released on same unspecified date.